Manufacturer narrative:
Continued e1 -- alternate fax number: (B)(6). Continued e1 -- alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported of the left side device: "rupture", "pain", "swelling with bruising", "implant felt firmer and higher". The device remains implanted.